Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The s-ICD was removed from the pocket and electrode to device header connections were checked by tugging on the electrode. The electrode did not come out of the device header when tugged, so the electrode was explanted and left connected to the device header. After electrode explant, a tug test was again performed and the electrode pulled out of the device header. A potential setscrew issue was suspected and the device was also explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The s-ICD was removed from the pocket and electrode to device header connections were checked by tugging on the electrode. The electrode did not come out of the device header when tugged, so the electrode was explanted and left connected to the device header. After electrode explant, a tug test was again performed and the electrode pulled out of the device header. A potential setscrew issue was suspected and the device was also explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.